Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff noticed a fragment from the permanent cautery hook instrument had broken off and fell into the patient. The broken fragment was successfully retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was returned with the yaw pulley boss feature broken off. The broken fragment was not returned to intuitive surgical inc. (Isi) for evaluation. The missing fragment measured approximately .060 diameter by .080 long. The boss feature that retains the conductor cap in place was found to be fractured at its base. The conductor cap was observed to be loose and was able to be pulled out of distal clevis as a result of the breakage. The boss feature on the opposite side was intact and no damage was observed on the distal clevis. On (B)(6) 2013, isi contacted the clinical coordinator at the site to obtain additional information regarding the reported event. The clinical coordinator indicated that the permanent cautery hook instrument was inspected prior to use and the instrument was used during the entire surgical procedure involving the patient's gallbladder. She indicated that the device did not collide with any other instruments during the surgical procedure and no x-rays were performed on the patient to locate the broken instrument piece. On (B)(6) 2013, isi contacted the isi clinical sales representative (csr) who was present during the reported surgical procedure. The csr indicated that at the end of the surgical procedure the bed side assistant successfully retrieved the fragment from the patient using an unspecified laparoscopic instrument through an existing port site. The csr stated that the patient did not experience any complications because of the reported event and the patient is currently doing well.